Event description:
Olympus medical system corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) for 20mm size biliary stone lithotripsy, the device was successfully placed over the stone, however, the device could not crush the stone and could not be withdrawn from the pt. The user claimed that the coil sheath of the device could not be operated because the coil sheath and tube sheath of the device became meandering shape while they tried to crush the stone. They reportedly attempted to crush the stone again using a similar but another basket with no success. In addition, it was reported that they attempted to crush the stone using emergency handle (B)(4) but the basket wire of the device was snapped before the stone was crushed. The pt was said to have been transported for surgery to remove the stone and the device. The pt was reportedly doing fine.

Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed info. The user facility reported that they initially tried to crush the end of the stone but the basket had been placed over the whole stone. They reportedly had continued the procedure without modification. Only the basket wire of the device referenced in this report was returned to omsc for evaluation. The investigation confirmed the basket wires were fractured at a few points. Based on the previous investigation the tube sheath and coil were supposed to be deformed during the procedure because the user forcibly tried to operate the device while the tube and coil was bent. The cause of the user's experience was determined to be due to the biliary stone being excessively hard and large. This report is being submitted as a medical device report in an abundance of caution.